Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: corrected: h6 (device code). Patient harm inadequate osteointegration was removed. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. This hip replacement platform was voluntarily recalled from the market and the product codes are now considered inactive. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
Literature article entitled "indications for mars-MRI in patients treated with metal-on-metal hip resurfacing arthroplasty" written by james w. Connelly, ba , vincent p. Galea, ba, sean j. Matuszak, ba, rami madanat, md, phd , orhun muratoglu, phd, and henrik malchau, md, phd published by (the journal of arthoplasty) accepted by publisher 13-jan-2018 was reviewed. The article's purpose identify which patient and clinical factors are predictive of altr and to use these factors to create a highly sensitive algorithm for indicating mars-MRI in patients treated with articular surface replacement (asr) hip system. Data was compiled from 182 patients treated with asr hra who were part of a larger prospective, multi-center follow-up study of the asr hip system. Patients were from the only 2 sites that performed mars-MRI on all asr hra patients regardless of clinical presentation within 1 year of study enrollment were included. All patients included had unilateral implants. Proms, whole blood metal ion levels for cobalt and chromium, anterior and posterior plain radio graph, and mars-MRI were collected within a 6-month period. 133 of 182 patients male. Average age at surgery was 53.9 years. Average harris hip score (hhs) was 93. Depuy products: asr resurfacing. Adverse events: 29 patients experienced altr, elevated cobalt and chromium levels were experienced (highest being cobalt 14.5 ppb and chromium 9.9 ppb), patient dissatisfaction, pain, acebabular and femoral osteolysis, femoral radiolucency-diagnosed by a musculoskeletal radiologist.